Manufacturer narrative:
Device evaluation: the meter has been returned to animas and evaluated on 06/29/2015 with the following findings: the meter started up to an error 1 code that could not be cleared due to an error with the ram.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the error 1 with the sub-code sc5 would not clear during the bolus function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).